Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had an MRI this morning at 7:40am and per the doctor's instructions, they went to the office to have the pump interrogated to make sure everything was going well. Caller stated the healthcare provider interrogated the pump and saw pump motor stall but it was not reco vering. The healthcare provider waited 20 minutes and then reinterrogated the pump again and saw the same message. The caller was not with the patient at the time of the call. Caller stated the hcp then texted to say that the MRI was done around 11am and the current time is now 12:45pm mountain time. Agent asked caller if they heard any alarms and if the patient was having any withdrawal symptoms and caller stated no. Agent reviewed MRI stall and recovery guidelines and recovery times with caller. The patient was redirected to their healthcare provider to further address the issue. Caller stated hcp will wait and continue to interrogate the pump. Caller will call back for further assistance if needed.